Manufacturer narrative:
Device evaluated by manufacturer: report of structural degeneration was visually confirmed due to leaflet tears. X-ray demonstrated wireform intact and minimal calcification on all three leaflets. The left coronary leaflet had a 10mm tear near the left-right coronary attachment site, and a 4mm tear near the left-non coronary attachment site. The non coronary leaflet had a 7mm tear at the cusp region, and a 4mm tear near the non-right coronary attachment site. The right coronary leaflet had a 6mm tear at the cusp region, and a 4mm tear near the right-left coronary attachment site. Calcification was evident near some of the tears. All three leaflets were stiff when probed. The left coronary leaflet was observed to be rolled towards the outflow aspect at the free margin. Host tissue on the stent circumference was minimal at the outflow aspect. Further assessment is being conducted. When the assessment is complete the supplemental will be submitted.

Manufacturer narrative:
Additional manufacturer narrative: the valve involved in this event is not sold or marketed in the u.s.; however, it is similar to device model #6625-lp, PMA #p870077.

Manufacturer narrative:
(B)(4). The device was returned to edwards and evaluation is in progress. The clinical observation was unable to be confirmed at this time. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an edwards valve was explanted after an unknown implant duration due to structural valve degeneration. No other information was provided.

Manufacturer narrative:
An observational evaluation was performed on the valve by r&d. Tissue tear is evident at the free edge of left coronary cusp (lc) and right coronary cusp (rc). The middle section of lc free edge is folded outwards by the host tissue. Tissue disruption/ perforation is noted on the cusp of all three leaflets. The tissue tears led to lc prolapse in air. Host tissue growth is mild on the inflow side and moderate on the outflow side. Several small calcification nodules were noted each of the leaflets by x-ray imaging. The above findings suggest that the structural degeneration observed on the valve is largely non-calcific in nature. The tissue degeneration related leaflet tears and disruption appear to be severe enough to result in the reported regurgitation of the valve in vivo. Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Tissue calcification is highly variable among the patients and the underline mechanism is still not fully understood. Patient biological factors such as age, the immunological status, and comorbidities (such as end-stage renal disease, endocarditis) are believed to play important roles in the development and progress of bioprosthetic valve calcification the device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.